Event description:
Pcp pump syringe was empty prior to time estimated. Settings appropriate and did not alarm indicating a problem. When event discovered, pharmacist sent pump to biomedical to check functioning; no problems identified with pump; co representative notified and responded; pharmacist was able to demonstrate that fluid from the syringe could be removed below the pump from the IV line; rep. Advised to report to FDA.